Manufacturer narrative:
Analysis found that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Enough of the calcified blood was removed in the field by the physician with the needle for the wrench to be able to engage enough of the inset to untighten the setscrew. The blood most likely came through a hole punched through the septum by the torque wrench at the time of implant. Electrical testing: the battery voltage is at eri.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine pacemaker replacement. During the procedure, the physician tried to unscrew the right ventricular lead from the old pacemaker, but the wrench kept spinning and could not lock in the screw. The physician removed a lot of the silicone. While removing the silicone, a metal piece from the screw came off. Several attempts were made to engage the wrench into the screw, even with a different wrench, with no luck. The physician was able to scrape silicone out of the inside of the screw with a syringe needle, which then allowed him to get the wrench in and unscrew it. The lead was tested, and the numbers were good. The physician believed the silicone was pushed into the screw when the device was originally implanted, which made it difficult to unscrew. The device was explanted. The patient was stable.